Event description:
It was reported that the device iui is not recognizing an 8100 module on either side. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device iui was not recognizing an 8100 module on either side was not identified during the customer call. Tech support recommended biomed to replacing left iui board and right iui board. If the iui boards did not resolve the issue. Then try replacing power supply board, if the issue still persists, more likely the issue is in the logic board. Then consider sending it in for repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.